Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary infusion of potassium chloride, dosage unspecified, flowed into the primary of normal saline. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. No anomalies were observed during visual inspection of the set. The check valve was visually inspected under magnification and found to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Supplier testing of the check valve indicated a failed result. Disassembly of the check valve resulted in the discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk, measuring 0.0306¿ long. The particle was identified as pvc. The root cause of the check valve failure is a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.